Event description:
It was reported that the patient experienced underdose symptoms involving the whole body which included become a lot stiffer than normal. The pumped stalled, briefly restarted, and then had a final stall with no recovery. The stall was confirmed via the logs and reportedly had occurred on (B)(6) 2014. Diagnostics, including a catheter access port and (B)(4) study may be performed in the future as the consultant did not want to perform a rotor test. The cause of the issue was unknown but the patient did not have a magnetic resonance imaging (MRI) scan. A device replacement was to be planned, date unknown, and the patient was provided oral baclofen as a replacement. At the time of the report the patient's status was reported as alive-no injury. This device system delivered lioresal. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0205605271, implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information received reported the pump was go be explanted on the following tuesday ((B)(6) 2014). Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump (sn: (B)(4)) found the stall was due to a gear train anomaly; corrosion of gear wheel.